Event description:
It was reported / alleged by patient that, 'injuries resulting from a hemispherical acetabular cup which was implanted in 2003, which required revised in 2008."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information, a supplemental report will be issued.